Event description:
A purple bulge indicative of array extrusion is visible behind the ear, though there is no evidence of skin opening at the surgical incision line or issues with the stimulator package/coil. The problem began three weeks ago, with no reported trauma, and further medical investigations are planned to assess for infection. The clinic will determine whether the user's device will be repositioned or replaced through reimplantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an infection leading to skin lesions behind the ear. Review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. This is a final report.

Event description:
A purple bulge indicative of array extrusion is visible behind the ear, though there is no evidence of skin opening at the surgical incision line or issues with the stimulator package/coil. The problem began three weeks ago, with no reported trauma, and further medical investigations are planned to assess for infection. The user was reimplanted.